Event description:
It was reported by the patient that the controller was charging and the charger had a thermal malfunction inside the controller. No injuries were reported due to this event.

Manufacturer narrative:
The case description states that the controller was charging and the charger exploded inside the controller. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the log files show that the battery temperature of the controller stayed within the operating temperature range on the date of occurrence. However, the temperature of the charging port could not be determined and without the returned device, it could not be determined what damage occurred to the controller and the exact cause of the reported event.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. The device was not returned for investigation.